Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the chol2 (cholesterol gen.2) assay on a cobas pro c 503 analytical unit. Patient sample 1: on (B)(6) 2023, the sample initially resulted in a chol2 value of 147 mg/d and repeated as 252 mg/dl. Patient sample 2: on (B)(6) 2023, the sample initially resulted in a chol2 value of 500 mg/dl. The sample was repeated two times, resulting in chol2 values of 291 mg/dl and 292 mg/dl. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The chol2 reagent lot was 70234701 with an expiration date of 31-oct-2023. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the cuvettes, halogen lamp and the incubation bath water. The sample clotting time was 20 minutes. The minimum clotting time for most tube manufacturers is 30 minutes. The issue did not re-occur. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.